Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), flail posterior leaflet and ruptured chords for a mitraclip procedure. During the procedure, the posterior gripper was stuck. Chordae was stuck between arms and the grippers which made gripper unable to actuate. Troubleshooting was performed and was unsuccessful. The clip was implanted on both the leaflets along with chordae. Another mitraclip was implanted successfully. The mr was reduced to grade 2 post procedure. There was no clinically significant delay . No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) resulting in a single gripper actuation issue cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), flail posterior leaflet and ruptured chords for a mitraclip procedure. During the procedure, the posterior gripper was stuck. Chordae was stuck between arms and the grippers which made gripper unable to actuate. Troubleshooting was performed and was unsuccessful. The clip was implanted on both the leaflets along with chordae. Another mitraclip was implanted successfully. The mr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.